Event description:
Pt is still hospitalized at the time of this report; no discharge summary is available. At approx 8:50 a.m., the respiratory therapist (rt) connected the pt to the ventilator machine after receiving an order for the same from the attending physician. The rt tested the machine in her area for approx 15 minutes prior to this & there were no problems noted. Approx 15 minutes after connection, the pt's nurse went to check on the pt & found black smoke (a lot) coming from the machine. Nurse called for help & the pt was immediately evacuated. The machine was then unplugged & sequestered by the biomed dept. The pt was evaluated by 2 physicians & the 02 saturatior was still at 98%. The machine had only been used for 417.03 hrs. Pt was intubated 7/26/95.